Manufacturer narrative:
The returned device analysis confirmed the reported single gripper actuation issue (difficult to open or close). Additionally, the non-tactile gripper arm cover (with bulkiness) was observed to be caught by the harness. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on available information and the results of the analysis, the reported difficult to open or close (gripper actuation - single), associated with the inability to lower the non-tactile gripper arm, was due to the harness pinching the gripper cover as the gripper was able to be lowered once the gripper cover was released from the harness. A cause of the observed bulky gripper arm cover being pinched by harness (product quality problem ¿ irregular appearance) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4. When the xtw mitraclip was inserted into the patient, one of the grippers failed to lower. Troubleshooting was performed but did not resolve the issue. The clip was removed and replaced to complete the procedure successfully. The mr was reduced to grade 1. There were no patient consequences or clinically significant delay. No additional information was provided.